Event description:
It was reported that the patient had an infection at the ipg and lead sites. Symptoms were pain radiating from the ipg site towards the kidney and dehiscence due to poor wound healing. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred fifteen days after implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7084094/7084097.